Manufacturer narrative:
The information provided per the complaint indicates that s4 peripheral ivl device was used in an off-label manner. The s4 peripheral ivl catheter instructions for use clearly identifies that the s4 device is not indicated for use in coronary vasculature. Even though this is an off-label case and s4 peripheral catheter is not indicated for use in coronary anatomy, the defect of balloon loss of pressure is acknowledged as it is an expected failure mode with balloon catheters. Arterial dissections are listed an expected adverse event per s4 peripheral catheter instructions for use labeling. The device was not returned to shockwave medical was discarded and was not available for investigation. The product lot# was not provided. However, shockwave medical has controls in place to ensure products meet all acceptance criteria prior to being released for distribution.

Event description:
The physician elected to use a s4 peripheral intravascular lithotripsy (ivl) device in the coronary left anterior descending artery (lad), which is off-label per the device instructions for use. While using the ivl in the mid-proximal lad, the balloon ruptured at 4 atm during the third round of treatment. A severe grade dissection occurring back into the left main artery was noted with a large hematoma. The patient was stable and asymptomatic. A drug eluding stent was successfully implanted in the lad and left main artery to fix the dissection. The patient was asymptomatic, unaware of the dissection. Physician believes that the dissection was caused by the device balloon rupture, and contrast filled the dissection that went retrograde into the left main artery. The patient was discharged one day post-op, and there have been no additional patient sequelae reported.